Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the leads were broken and that the patient received shocks. Follow-up with the physician's office determined that the patient had received inappropriate shocks. The leads were replaced. No further patient complications have been reported as a result of this event.